Event description:
Found during inspection, testing by physio-control. The device did not power up normally. There was no pt involvement reported with this event.

Manufacturer narrative:
Physio-control replaced the user interface pcb assembly to stack assembly connector flex cable assembly and then observed proper device operation through functional and performance testing. The device was returned to service. Physio further evaluated the replaced flex cable assembly and observed that flex had pulled away from solder joints on a connector, designator p21.